Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones and the patient felt a vibrating sensation. Interrogation did not reveal any indicators of fault codes that would have caused the beeping. Review of the clinical events revealed a shocking impedance measurement greater than 125 ohms. A subsequent manual measurement resulted in impedance of 45 ohms.